Event description:
Intermittent occlusion alarms were reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. A system check of the pump was to be completed by tandem technical support and a one time replacement pump was sent.